Event description:
This report summarizes 1 malfunction event involving 2 devices on the same patient. A review of the event indicated that model lw0107 breast localization wire experienced both difficulty to advance and difficulty to remove on both devices. This was received from one source. The event involved a patient with no reported injury. The patient is female, and age and weight were not reported.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation; therefore, the investigation is inconclusive for the wire advancement issue and wire removal issue as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes 1 malfunction event involving 2 devices on the same patient. A review of the event indicated that model lw0107 breast localization wire experienced both difficulty to advance and difficulty to remove on both devices. This was received from one source. The event involved a patient with no reported injury. The patient is female, and age and weight were not reported.